Manufacturer narrative:
Intraocular lens was received and sent to the manufacturing site for analysis, results are pending. A review of the implant database shows the initial implant was exchanged for a 3 diopter higher power lens of the same model. The iol met all manufacturing specifications prior to release. Our initial investigation identified no product deficiency, suggesting that this event was not caused by the iol. All information available is included in this report. A supplemental MDR will be filed as necessary when additional reportable information becomes available.

Manufacturer narrative:
The returned intraocular lens (iol) was measured for diopter and is correct as labeled. The iol met all specifications for optical properties. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All known information is included in this report.

Event description:
Report received stating that the intraocular lens(iol) was removed and replaced without complication due to improper iol power initially implanted. The iol was exchanged for a higher diopter lens of the same model.